Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071 lead x2, implanted: (B)(6)2009. (B)(4).

Event description:
It was reported that it was not possible to interrogate the device, and the device was determined to have reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device was received with no telemetry. Returned paper work states that the patient had not been in for follow up for a "very long time". The device was implanted for 90 months. The expected longevity for this model under nominal settings is 58 months. Telemetry was lost due to battery depletion. There is no evidence to indicate depletion was anything other than normal. Without implant data, there is no way to state this conclusively, therefore, the result of analysis is inconclusive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.